Event description:
The hcp reported that the pump was explanted due to infection. The date of onset/diagnosis of infection was in 2004. The pt was experiencing redness, swelling, pain and the site was warm to touch. The primary location of the infection was the device pocket and catheter and lead track. The pt did not have meningitis. A culture was obtained of the device pocket; no report or results. The pt was treated with oral antibiotics and the total device system was explanted. The infection resolved.